Manufacturer narrative:
(B)(4).

Event description:
It was reported that post procedure the right ventricular lead exhibited undersensing and loss of capture. The chest x-ray revealed perforation. The lead was repositioned successfully. The patient did not experience any adverse events.